Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the patient had complaint of some pain at the apex of the breast. Some effusion noted. It was also reported there was high lead thresholds and decreased sensing, along with no capture lead dislodgement and perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.